Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Fse installed the tubing from the six-way valve at port #4 to the lower port on the pressure pump for the teflon diaphram. Afterwards, the device was primed and several patient samples ran without issue. Calibration and quality control (qc) also ran without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the internal tubing.

Event description:
On (B)(6) 2017, the customer reported leaking behind the column box with their g8 analyzer. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.